Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive supprot disk. Cracks to the display window, case, battery tube threads, reservoir tube lip and a missing end cap sticker noted.

Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during the manual prime process and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.